Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with syringes. The customer reports cracks on the flange and cracks on the syringe barrels which has the potential to leak. Issue was noticed prior to use on eight syringes. No patient involved. There was no damage on the box.